Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that sometimes the eeg signal disappears, and the bend relief sleeve has come loose from the module, leaving exposed wires. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to have a loose bend relief sleeve. During functional analysis, the waveform and measurement values displayed normally; however loss of measurements were observed upon manipulation of the patient cable at the sensor connector. X-ray inspection was performed and no defects were observed. This module is extensively sealed during manufacturing and cannot be opened for further analysis without damaging the internal components. A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues related to this reported event.